Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The reporter stated that the described issue was with an animas 2020 insulin pump model, but was unable to provide the serial number at the time of contact. After multiple follow up attempts with the reporter, the serial number remains unavailable. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.